Event description:
The valve was explanted due to endocarditis observed on transesophageal echocardiography. It was reported to sjm the pt was hospitalized five months prior for an infection and was treated prophylactically for endocarditis with amoxicillin therapy. The valve was explanted and replaced with another sjm trifecta valve. Abscess material removed from the aortic root was examined by an outside facility and showed propionibacterium acnes. The pt is in stable condition and released to home with antibiotics.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported endocarditis remains unk.